Manufacturer narrative:
(B)(4). H6 code 3191: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the previous sensor session was continuing. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.